Event description:
It was reported that the t2 fell out when pulled out. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for examination. The delivery device shows no abnormalities. This investigation could not identify any evidence of product contribution to the reported complaint.